Manufacturer narrative:
Received and placed unit under microscope and found physical damage to cow catcher / connector pins. Unable to perform functional tests or verify battery charge anomaly due to physical damage. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic that the customer noticed the loss of communication between the transmitter and the pump. The customer reported no adverse event. The event involved product(s) mmt-7841zn, mmt-1884, mmt-7040ma and mmt-7715. Troubleshooting was performed. Confirmed the transmitter serial number was programmed in the manage devices screen. Pump in the process of making multiple attempts to re-establish communication with the transmitter. The customer reported the transmitter battery did not last 7 days. The transmitter was fully charged before it was connected to the sensor. The customer called with questions or concerns about charging the transmitter no harm requiring medical intervention was reported. The customer discontinued using the device, and the product mmt-7841zn was returned for analysis. The customer will continue to use the device, no return was required for mmt-1884. The customer will continue to use the device, no return was required for mmt-7040ma. The customer will continue to use the device, no return was required for mmt-7715.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.